Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contribute to the reported event cannot be established.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the scope broke during the lasing. The procedure was completed with the same fiber. There were no patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the scope broke during the lasing. The procedure was completed with the same fiber. There were no patient complications.